Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Per event reported ¿the first anchor attempted to melt, but the following two anchors did not melt at all¿ and as per corresponding labelling under the section troubleshooting and error codes it is pointed out for the electrical interference is sporadic to perform following steps: power down all electrical equipment not in use. Increase distance of other electrical equipment. Connect the unit and other equipment into different outlets. As an accessories change and reboot of generator was performed it could also not be excluded that the event reported was related to other electrical equipment and/or outlets used. However, a check of the whole construct and performing test set-up was impossible since not made available for evaluation. Therefore, a further technical statement could not be given, and a real root cause could not be verified. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
Sonic anchors failed to "melt" properly. The first anchor attempted to melt, but the following two anchors did not melt at all. No error message was displayed on the generator. After the first two failed, we disconnected the machine, attached a new tip, then reconnected the machine. No error message displayed either times. The surgery was completed in an old school. No anchors were implanted.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Sonic anchors failed to "melt" properly. The first anchor attempted to melt, but the following two anchors did not melt at all. No error message was displayed on the generator. After the first two failed, we disconnected the machine, attached a new tip, then reconnected the machine. No error message displayed either times. The surgery was completed in an old school. No anchors were implanted.